Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardiac monitor (icm) was over-sensing the p wave. No intervention has been performed. The patient's condition was stable.